Manufacturer narrative:
The reported field event of sensing anomaly could not be replicated in the lab. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2023 for a follow-up with non-sustained right ventricular oversensing (nsrvo) alerts. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) was under-sensing cardiac events. The device was explanted and replaced on (B)(6) 2023. There were no adverse consequences to the patient.